Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient uses the tandem t: slim x2 insulin pump during the event. According to the patient, on (B)(6) 2026, at approximately 7:00 am, the patient was in bed and loss consciousness while alone. She awoke around 9:30 am to a phone call from her husband and noted an alert of ¿high¿ on her insulin pump. Upon checking a fingerstick blood glucose (fsbg) measurement, her glucose was 21 mg/dl, while the cgm continued to display ¿high.¿ the patient was sweating, shaking, and reported visual disturbances described as halos and white and yellow vision. These symptoms were present both prior to loss of consciousness and after regaining consciousness. The patient is unable to recall her last glucose reading prior to passing out. The patient crawled to obtain food and consumed two glasses of apple juice and a packet of peanut butter. She monitored her condition and noted improvement. Later that afternoon, the patient contacted her endocrinologist and was advised to remove both the sensor and insulin pump. No medications or additional treatment were recommended, as the patient reported feeling stable and improved at the time of the call. At the time of the report no other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.